Event description:
It was reported that the asymptomatic patient presented for follow up with the loss of capture, and over-sensed noise exhibited by the right atrial (ra) lead. Insulation breach was suspected. The lead was capped and replaced at (B)(6) 2021. The patient was stable.